Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The date of event is unknown. The date entered in is the date reported as "last week," per the customer. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message of "sensor not found" was obtained while a customer was wearing the adc freestyle libre 2 sensor. As a result, the customer was unable to monitor their blood glucose levels and had a loss of consciousness. The customer was diagnosed with hypoglycemia and provided several "shots" of insulin (dosage unknown) for treatment and was hospitalized for 2 days. Please note that the treatment of insulin is inconsistent with the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury.